Event description:
It was reported that a possible output circuit damage alert was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with hv delivery into a low impedance output. The cause of the low impedance output was found to be due to a lead anomaly.